Event description:
Subsequent to filing the initial medwatch report, follow-up information was received stating that the bypass surgery was successful. No additional information was provided.

Event description:
It was reported that during a very complex percutaneous transluminal coronary angioplasty (ptca) procedure, the physician tried to pass a very calcified lesion with a balance middleweight (bmw) universal and a whisper es. The bmw universal guide wire was placed successfully, but it was very difficult to advance the whisper es through the lesion. An attempt was made to pull back the whisper es, but the tip separated. Approximately 4 cm of the tip was left in the patient as the physician did not believe it could be retrieved. The patient will be moved to the heart surgeons for bypass surgery. As part of the bypass surgery the tip will be removed. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for investigation and reported separation was confirmed. However, the failure to advance and difficult to remove (resistance) could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, dimensional analysis and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.